Event description:
I had lasik surgery in both eyes at age 62 to correct nearsightedness from -4.25 and -3.75. It was successful. However in (B)(6) 2015 at (B)(6) I experienced posterior vitreous detachment in my left eye, with large floaters and flashing lights. The same thing happened in my right eye in (B)(6) 2016. My vision is now cloudy in both eyes.